Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as "high", specific value not provided. Cause was not known. A correction bolus was delivered to address bg. Customer continued to use the pump for insulin therapy.